Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms. In addition, there was noise observed on the right ventricular (rv) shock channel. The plan is to continue to monitor at this time. The device system remains in service. No adverse patient effects were reported.